Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. One day after onset, the patient began treatment with injection vancomycin (500 mg given stat intraperitoneally) and injection tazar (4.5 grams given two times a day intravenously, duration not reported). At the time of this report, treatments with vancomycin and tazar were ongoing. The outcome of the peritonitis event was unknown. Dianeal therapy was ongoing. No additional information is available.